Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer on filling cartridge with room temperature insulin. Customer changed supplies to resolve the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 345 mg/dl. Multiple contact attempts were made by tandem technical support to ensure a back-up insulin therapy was obtained; however, no response was received from the customer.